Event description:
A nurse reported a cassette was leaking outside the unit during a procedure. The procedure was completed with no harm to the pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. A sample was not received for evaluation. However, complaints of a similar nature have exhibited leakage on the weld line between the body and pinch plate. The root cause of the customer's complaint for the cassette's leaking is not known as no sample was received for analysis; however, the cause is most likely an incomplete weld between the cassette body and pinch plate. (B)(4). This enhancement has demonstrated positive impact in controlling the variability of the welding process. The defect rate post-enhancement is at or below the rate originally observed in process validation and at product launch. The investigation remains ongoing in order to determine and implement long term product and process improvements that will further reduce the rate of occurrence for cassette weld leakage. (B)(4).